Event description:
It was reported that about a day after implant procedure, this right ventricular (rv) lead was discovered to have perforated. The patient had visited the emergency room (ER) with shortness of breath (sob) and diaphragmatic stimulation. Device testing was performed, and perforation was suspected due to the results showing that the right ventricular (rv) lead appeared to have loss of capture (loc) and sensing failure. Chest x ray imaging was taken and perforation on the rv lead was confirmed. A lead revision procedure was performed, and this lead was explanted and successfully replaced with a new lead. No additional adverse patient effects were reported.

Event description:
It was reported that about a day after implant procedure, this right ventricular (rv) lead was discovered to have perforated. The patient had visited the emergency room (ER) with experienced abrupt pain, shortness of breath (sob) and diaphragmatic stimulation. Device testing was performed, and perforation was suspected due to the results showing that the right ventricular (rv) lead appeared to have loss of capture (loc) and sensing failure. Chest x ray imaging was taken and perforation on the rv lead was confirmed. A lead revision with a sternotomy procedure was performed, and this lead was explanted and successfully replaced with a new lead. The lead is not expected to return. No additional adverse patient effects were reported.